Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported there was no patient harm. As reported, pressure sensor failure may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The hospital biomedical engineer reported the data acquisition pcb to motor controller pcb cable was loose and not seated properly. The biomedical engineer reported reseating of the cable resolved the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.cable was reseated. (B)(4).